Event description:
Caller reported intermittent pump malfunctions occurred on pump. Blood glucose level did not exceed 500 mg/dl, with no adverse impact reported. The customer will continue to use current pump for insulin therapy.